Event description:
Patient was scheduled for cataract extraction with intraocular lens implantation of the left eye. During the phacoemulsification portion after inserting the chopper side and initiating cataract fragmentation, doctor noticed that the tip of the chopper broke off and remained inside the patient's eye. Upon confirming visualization of the broken tip, doctor successfully retrieved it from the eye. The procedure continued and was completed without any further complications.